Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 562 mg/dl. Troubleshooting was performed. The customer had changed the infusion set the day prior to the event. The insulin pump was programmed correctly and it passed the prime test. The customer did not have the tubing clamp for the high pressure test. Also found that the insulin pump alarmed failed battery test. Nothing further was reported.